Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to poor sound quality. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 13, 2022.